Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The local field service engineer (fse) contacted the laser service team regarding several issues of this device and it was identified that the old calibration tool was selected for the correct alignment of the eye tracker. At the visit on site, the fse recalibrated the laser according to laser instructions and the issue was resolved. The instruction on how to align the eye tracker was verified and all statements are clear. As this is a single event it can be excluded that this is not a common misunderstanding and that there is no gap in documentation. Calibration with the wrong tool lead to an inaccurate alignment of eye tracker and the camera. A defocused camera can cause the reported issue. The root cause could be determined that the instruction was not followed with regard to the device configuration and the appropriate calibration tool. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported dissatisfaction with the results of laser corrections. Additional information requested but is not available.